Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Customer complaint notes, stated scratched and cracked.pump received with cracked belt clip slot, broken battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Pump passed the displacement test.

Event description:
Information received by medtronic indicated that the insulin pump was cracked. Customer stated that the insulin pump was dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.